Event description:
Advised "patient is critical, blood sugar way over 300 and (hemoglobin a1c) is over 11.2" have been taking dexcom for a while but now unable to get the medication. No additional information reported or available regarding this event. Pae reported by hcp (health care professional), who does not consent to follow up. (B)(4).